Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up in-clinic, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were seen. The rv lead was capped and replaced to resolve event. The patient was stable.

Manufacturer narrative:
Correction: b3, b5, d1, and d4.

Event description:
During a follow-up in-clinic, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead fracture was alleged but not confirmed. Diagnostic imaging was performed and no abnormalities were seen. The rv lead was capped and replaced to resolve event. The patient was stable.